Manufacturer narrative:
Title comparison of intracorporeal and extracorporeal urinary diversions after laparoscopic radical cystectomy in females with bladder cancer. Source world journal of surgical oncology, volume 17, 2019(1-8) article number: 161 date of online publication: 25 september 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed from february 2008 to october 2018, the article compares the peri-operative outcomes of females undergoing laparoscopic intracorporeal urinary diversions (icud) and extracorporeal urinary diversions (ecud) after laparoscopic radical cystectomies (lrc). Included in this study are 19 patients in both the ecud group and the icud group for a total of 38 patients. Seven patients had disease metastases (ecud 2 out of 19, icud 5 out of 19; p = 0.405) and 5 died after followup (ecud 3 out of 19, icud 2 out of 19). Intraprocedure, the dorsal vein complex (dvc) was ligated with sutures to avoid using instruments that caused heat damage. Post procedure, 1 patient (5%) had a clavien grade v complication who later died due to multiple organ failure resulting from a myocardial infarction within 30 days.